Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported issue. Physio replaced the battery connector pins and the battery contact assembly as a precaution and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was losing power on its own. The customer indicated that there was no report of any patient use associated with the reported loss of power. The customer did indicate that once the device lost power, they were able to restore power by pressing the on button.